Event description:
Trial patient stated that she has had 2 seizures since thursday, when she drinks anything her urgency was high, and she woke up in a wet bed one night. The issue was not resolve at the time of this report. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.